Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that fluid was being left on the tube caps on the unicel dxc 600 synchron system, especially under heavy usage. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found that there was fluid on top of the tubes and the cap piercer drain was not working properly. The fse cleared the obstruction in the tubing, then ran samples and verified proper operation of the instrument.